Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the spo2 readings on the bedside monitor (bsm) would disappear every 10 minutes. No error messages were given. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that the nurses had swapped the cables, probes, and module. During troubleshooting, the customer was advised by nihon kohden technical support (nk ts) to reseat the input unit and reboot the bsm. The customer later reported that the issue was no longer occurring. As the issue was resolved without any repair or exchanges, a device malfunction is unlikely to have occurred. The root cause is likely related to use error. A serial number review of the reported device shows a related complaint being reported in 2023 in ticket (B)(4). Due to the time gap, these two issues are unlikely to be related. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 - b7. D10. Attempt #1 06/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/21/2021 emailed customer via microsoft outlook for all items under the no information section. The customer provided complaint details but did not provide the requested information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the spo2 readings on the bedside monitor (bsm) would disappear every 10 minutes. No error messages were given. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the spo2 reading will disappear every 10 minutes on the bedside monitor. He said that the nurses told him they swapped cables and probes the modules. Nihon kohden technical support (tech support) advised them to re-seat the modules and reboot the bedside monitor to see if that resolves the issue. The biomed said he would go do that. They also stated that there was no error message when this was happening. When qa followed up with the customer, they stated that the issue went away on its own and thinks it was user error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the spo2 reading will disappear every 10 minutes on the bedside monitor. He said that the nurses told him they swapped cables and probes the modules. Nihon kohden technical support (tech support) advised them to re-seat the modules and reboot the bedside monitor to see if that resolves the issue. The biomed said he would go do that. They also stated that there was no error message when this was happening. When qa followed up with the customer, they stated that the issue went away on its own and thinks it was user error. No patient harm was reported.